Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on 25-jul-2019 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring 599/mg/dl with large ketones, abdominal pain and nausea. The patient was reportedly hospitalized and received treatment of intravenous fluids and insulin via the pump. During troubleshooting with animas customer support, it was revealed that the patient¿s blood glucose elevated to 599 mg/dl after infusing 18 units of insulin that had been stored inside of a hot car via the pump. The reporter stated that the heated insulin that filled the cartridge was cloudy in appearance. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy associated with training/misuse; not storing insulin per manufacturer instruction and using said insulin in the insulin pump for diabetes management. No product is being returned associated with this complaint; no complaint against the performance of the insulin pump.